Event description:
Consumer complaint of high blood glucose results. Expected non-fasting blood glucose test result range is 200 to 270 mg/dl. Customer symptoms and medical health status not disclosed. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot MFR's expiration date is (B)(6) 2016 and open vial date is not verified. Recall test results performed non-fasting from meter memory: 282mg/dl (B)(6) 2015 04:00pm; 289mg/dl (B)(6) 2015 02:00pm; 302mg/dl (B)(6) 2015 08:10am; 110mg/dl (B)(6) 2015 11:16am; 243mg/dl (B)(6) 2015 08:00am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.